Event description:
It was reported that the pump was being slow to charge. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting or assistance, and no further action was required.